Event description:
Customer reported receiving an unspecified error message on her adc meter that started a few months ago and reported a medical event in which she experienced symptoms of lightheadedness, tiredness, weakness and shakiness. Paramedics were called, she was transported to a local health care facility and diagnosed with hyperglycemia which was inconsistent with the symptoms. She was treated with IV fluids (no specific solution was given). However, she did state "they could not continue the IV to dilute her sugar, because it raised her blood pressure". She also stated she was treated with avandia which is her normal oral diabetes medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted, when the investigation is complete.